Event description:
It was reported that a revision was done because the patient was experiencing knee pain and instability. The surgeon made the decision to not re-implant a patella. In surgeon's opinion, the patella remaining was too thin and potentially avascular. The poly was removed for a thicker insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR.# 9610726-2010-00277.